Event description:
It was reported that this pacemaker exhibited noise on both the right atrial (ra) channel and the right ventricular (rv) channel that was being oversensed which caused pacing inhibition of greater than 2 seconds. The noise subsided and was suspected to be due to electromagnetic interference (emi). The patient is depended on therapy. At this time, the pacemaker remains in service. No adverse patient effects were reported.